Event description:
On (B)(6) 2011, pt reported that his infusion device restarts during the prime and while programming a temporary basal rate. Pt stated a new battery was placed in the infusion device last week after the 1st incident. Pt reported when the issue first occurred, the infusion device was priming the infusion set tubing. Pt stated he tapped the infusion device to work an air bubble to the top of the insulin cartridge. Verified that the air bubble formed while changing to a newly filled insulin cartridge. Reviewed techniques to eliminate air bubbles. Advised pt not to hit the infusion device on a hard surface when attempting to remove the air bubbles. Pt reported the infusion device also went through start-up when he attempted to program a temporary basal rate. Pt stated after the start-up, he was eventually able to program the temporary basal rate. Advised pt to switch to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.